Manufacturer narrative:
H3: the returned catheter was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. The returned device passed all testing in the laboratory and no anomalies were identified. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial#: (B)(4), implanted: (B)(6) 2016, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot#: (B)(4), ubd: 25-jun-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a distributor regarding a patient who was receiving gabalon via an implantable infusion pump for cerebral infarction. It was reported on (B)(6) 2020 that there was suspicion of a catheter problem. It was detailed that a refill was performed on the patient on (B)(6) 2020. The residual drug volume per the programmer was 1.8 ml but actually about 6 ml was aspirated. It was stated that it seemed that the difference gradually increased in the refilling of the most recent 3 times, and that spasticity also slightly increased. The attending physician¿s assessment was that the catheter might not be completely occluded because spasticity would be alleviated when the setting was changed. It was further stated per the attending physician¿s assessment that therefore it might not be possible to identify the cause by a catheter contrast examination and thus replacement of the catheter would also be considered. It was indicated that it was unknown if the causality of the event was related to the catheter, pump, or programmer or the surgical procedure. Additional information was later received on 2020-jun-01 stated that because the possibility of a pump problem could not be denied either, the catheter and the pump were scheduled to be replaced on (B)(6) 2020. It was noted that an investigation on the cause of the removed products and a report of the result were requested. No further complications were reported or anticipated.

Manufacturer narrative:
Product ID: 8781, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2020, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2020-jun-05. It was reported that the procedure for the pump and catheter replacement was performed. It was detailed that during the procedure, the catheter was cut near the connector and it seemed that no abnormalities in the appearance of the removed pump and catheter were found. There were no particular comments from the physician. The products were washed and disinfected and the request of an investigation and analysis was arranged. It was indicated that the attending physician's assessment was that examination was also under consideration, but it was judged that it might be difficult to determine the cause. The catheter was considered to be the cause, but it could not be denied that the pump might be the cause. Because the pump had been implanted for 4 years, it was decided to replace both the pump and the catheter.